Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, the physician noted that the seal of the plastic ring around the valve of the faradrive steerable sheath clear near the lumen was leaking. A slow drip leak of less than 1 ml was noted. Irrigation was performed with a pressure bag. No air was observed in the faradrive steerable sheath clear or in the patient. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as it was disposed by the facility.